Manufacturer narrative:
The device manufactured date between january 8, 2018 - january 9, 2018. The device was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. The ruptured bladder was microscopically examined; there were no signs of abnormality that may have potentially caused the rupture problem. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a ce intermate sv 200 ml/h ruptured during filling. There was no patient involvement. No additional information is available.